Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was detached from the operation. Also error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.